Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual evaluation of the as returned product identified implant was returned with mount and screw. Signs of use. During functional testing, implant could not be disengaged from the mount. Device history record (DHR) review for the lot (1246300) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1246300) was performed for similar events using keyword does not disengage/release and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that it was impossible to separate the mount from the implant during implant placement. Another implant is used in order to finish the procedure.